Event description:
The patient underwent full vns replacement surgery due to the high impedance. The explanted products have not been received by the manufacturer to date.

Event description:
The explanted vns products were received by the manufacturer and are pending product analysis.

Event description:
Generator product analysis was completed. The generator performed as expected for the programmed parameters and according to functional specifications. The battery measured 2.978 v at the completion of the fet, indicating an intensified follow-up indicator, or ifi, = no condition. Diagnostics were as expected and no battery status indicator was observed at the time of testing. Review of the lead impedance history in the internal generator data revealed intermittent high impedance. There were no performance or other adverse conditions identified with the generator. Lead product analysis was completed. The allegations of a fractured lead were verified in the product analysis, or pa, lab. A break was identified in the negative vns lead coil approximately 32.4-32.5 cm past the connector boot. Pitting or electro-etching conditions occurring at the observed break and at the exposed positive coil surfaces past the electrode bifurcation were identified with scanning electron microscopy, or sem, images. The appearance of the coil break suggested that a stress-induced fracture occurred in at least one strand of the quadfilar lead coil. The fracture mechanism of the remaining strands could not be ascertained due to metal dissolution and mechanical distortion. The portion of the vns lead past the anchor tether was not return and, therefore, analysis cannot be made as to that portion of the lead. A continuity check between the set-screw and end of the lead portion attached to the generator "as received" verified proper contact was present. The outer tubing was abraded open at approximately 16.3-16.7 cm and approximately 32.3 cm past the connector boot. The inner silicone tubing of the positive coil was abraded open at approximately 0.4 cm and 1.7 cm from the connector boot. Remnants of dried body fluids inside the inner and outer tubing were identified with no obvious point of entry beyond the identified openings and ends of the return lead portions. Other than the mentioned observations and typical wear/explant related observations, no additional anomalies were identified in the return lead portions.

Event description:
It was reported that during an annual clinical appointment, high lead impedance was observed on the patient's vns. The patient reported no pain or change in seizure activity and that, as far as the patient could tell, the device was still working. Clinic notes were later received and indicated that the patient's mother did not feel that the vns was working like it had in the past when using the vns magnet activations. The patient denied any pain or changes in stimulation. The patient's mother still hears the patient occasionally cough when the vns activates. X-ray images were received by the manufacturer and reviewed. The m106 generator was placed normally per labeling. The connector pin of the lead appears to be fully inserted inside the connector block due to the position of the back of the pin. The feed thru wires appear to be intact. The lead visibility varies throughout the length of the lead. The review was unable to assess if all strain relief and tie-downs were present and placed according to labeling. No apparent sharp angles or gross fractures were identified in the visible portions of the lead. However, a segment of the lead is behind the generator and the visibility of the lead is lost at the neck and these could not be fully assessed. No surgical intervention is known to have occurred to date. No additional relevant information has been received to date.